Event description:
A call was received by the sales department stating "surgeon has experienced strikethrough on chest area while wearing gown. The strikethrough occurred at the end of a procedure and passed through to scrub shirt. The patient is known to be positive for hepatitis c. The physician has been seen in employee health. It is not known if the strikethrough was blood or bodily fluid. But was described as "bloody". Kimberly-clark has no first hand knowledge of the allegations, but is relaying the information received from outside sources pursuant to federal regulations. Product incident documented in kimberly-clark.

Manufacturer narrative:
Due to the fact that a sample and a lot number were not provided we couldn't review the device history record. No further investigation is anticipated at this time. However, this complaint has been logged for trending purposes.